Manufacturer narrative:
Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2020-02115. 1627487-2020-02638. It was reported that patient experienced cramping rather than pain relief when therapy is turned up to a higher strength. As a result, surgical intervention occurred during which the system was explanted.